Manufacturer narrative:
Summarized patient outcomes/complications of the mitraclip device were reported in a research article titled, "surgical repair for a single leaflet device attachment due to a gripper failure from the mitraclip main frame: a case report". A 72-year-old woman with a history of dilated cardiomyopathy underwent mitraclip implantation for severe mitral regurgitation. The article presented a case study, to a case of single leaflet device attachment caused by mechanical detachment of the mitraclip gripper from the main frame, resulting in severe mitral regurgitation and requiring surgical intervention. The article concluded that the case highlights the importance of understanding device structure and anticipating rare mechanical failures when planning reintervention following mitraclip therapy. Based on available information and the limited information from the article, a cause for the reported gripper actuation could not be determined. The reported single leaflet device attachment (slda) resulting in mitral valve regurgitation appears to be related to challenging patient anatomy and procedural conditions. The reported patient effect of mitral regurgitation and foreign body in patient, as listed in the eifu (electronic instructions for use), mitraclip system g4, japan, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances as valve repair surgery was performed. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
The article "surgical repair for a single leaflet device attachment due to a gripper failure from the mitraclip main frame: a case report" was reviewed. The article presented a case study, to a case of single leaflet device attachment caused by mechanical detachment of the mitraclip gripper from the main frame, resulting in severe mitral regurgitation and requiring surgical intervention. Devices mentioned include mitraclip. The article concluded that the case highlights the importance of understanding device structure and anticipating rare mechanical failures when planning reintervention following mitraclip therapy. [The primary author and corresponding author was takashi harada at fukuyama cardiovascular hospital institution with corresponding email takaharada0115@gmail.com]. The date of the procedure was not provided. A total of one patient was included in this case study, of which the patient received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included chromic heart failure and severe mitral regurgitation. (B)(6), unk mitraclip peri- and post-procedural complications included recurrent mr, single leaflet device attachment, broken gripper, mitral valve replacement.